Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (failed incoming functionality testing) was confirmed. Upon evaluation for unrelated reasons, the monitor was found to have an open at the q2 resistor on the computer/analog board. The cause for the failure was the open resistor. The root cause of the open resistor was unable to be positively determined. No adverse event resulted from the defective monitor.

Event description:
During servicing of monitor sn (B)(4), which was returned for an unrelated reason, a reportable malfunction was found. The monitor failed incoming functionality testing.